Event description:
Spontaneous report. Heme health nurse stated pump says system time out, per curlin pump manual it says empty lithium battery, nurse stated they put new batteries in but pump would still not work. They will do gravity infusion this time. No interruption to therapy or missed dose reported as they completed via gravity infusion, no adverse event reported due to pc, pump is being replaced. Defective pump is available for return. The suspect device serial number was not provided by the patient. The following device serial number is currently checked out by the patient for use:(B)(6). No additional information was provided. Reported to (B)(6) by health professional.